Manufacturer narrative:
During the eval of the device at a third party svc ctr, an issue with the sys board was observed. The ventilator's sys board was replaced to address this issue.

Event description:
The MFR received info alleging a ventilator was working improperly. There was no harm or injury reported.